Event description:
On (B)(6) 2014, the patient underwent treatment for a thoracic dissection with conformable gore tag thoracic endoprostheses. It was reported the thoracic aorta had an acute angle (angle unknown but within IFU), was tortuous with intramural thrombus, and the lumen was small at ~9mm. The first ctag device was reportedly implanted intentionally covering the left subclavian artery. The second ctag device was placed distal to the origin of the left common carotid. However, it was reported the distal end of the second ctag device did not fully open as a result of the true lumen not fully opening due to the curve of the anatomy and the widening of the false lumen. A third device was used to complete the procedure. It was reported the second ctag device opened further, but remained narrowed by the anatomy. A planned left common carotid-left subclavian artery bypass procedure was also performed. No further adverse events were reported. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore tag thoracic endoprosthesis instructions for use (IFU), for type b dissections, the gore tag thoracic endoprosthesis is designed to treat proximal aortic neck diameters no smaller than 16 mm and no larger than 42 mm and proximal landing zone lengths of ¡ý20 mm proximal to the primary entry tear where the proximal extent of the intended landing zone is not dissected.